Manufacturer narrative:
The stellar device, the attached h4i humidifier, and the stellar device's electrical power cable were returned to resmed for investigation. Visual assessment confirmed substantial thermal damage on the stellar device, the attached h4i humidifier, and the stellar device's electrical power cable. Inspection findings provided by a third party investigations consultancy indicate that the thermal event was not initiated by the incident devices, and that the thermal damage to the electrical power cable was consistent with an external heat source. The root cause of the reported incident is determined to be not related to device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Due to an error, the first follow-up was not submitted to the FDA. Therefore, resmed is initiating the second follow-up for this record. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a fire occurred in a patient's home involving a stellar 150 device and a h4i humidifier. The device was on a shelf above the bed, plugged into a power strip, and switched on but not in use. The patient was subsequently hospitalized due to smoke inhalation.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device and device logs confirmed the reported complaint. Investigation has determined a fault with the supercapacitor lead to a secondary component failure on the main circuit board that resulted in a ventilation stop. Appropriate alarms (including sf140) sounded when the fault occurred which alerts the clinician/carer to intervene. No serious adverse event was associated with this incident. Replacing the main circuit board resolved the issue. Resmed is continuing to investigate this issue and whether any additional action is required. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority and an error message (sf82) related to the alarm system. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
An investigation will be performed on all available information based on reporter's obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company's ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a fire occurred in a patient's home involving a stellar 150 device and a h4i humidifier. The device was on a shelf above the bed, plugged into a power strip, and switched on but not in use. The patient was subsequently hospitalized due to smoke inhalation.